Manufacturer narrative:
User facility info for this product problem report is unk; therefore, no further follow-up can be performed. No sample was returned for investigation for this complaint. No other complaints have been received for the reported lot number. A review of risk documentation for the reported failure was conducted and it was determined that this issue is not occurring with greater frequency or severity than anticipated for the device. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
Medwatch (B)(4) description: "baxa exacta-mix bag was filled with tpn solution. Later, it was noted that a small amount of fluid was coming from the bag. It was determined to be coming from the side of the bag through a breach in the seam." This MDR is being filed per baxa corporation's procedure to submit an MDR for all medwatch forms submitted. The complaint database was reviewed; a customer complaint for this failure was not received by baxa prior to this report. A complaint was initiated to further investigate this issue, which was received by baxa on (B)(6) 2010.